Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian that her daughter was new to the system, having started use earlier in the week. Due to issues with the device, she switched to insulin pens. The insulin pens, combined with residual insulin already in the daughter's body, caused her blood glucose levels to drop rapidly, reaching as low as 2.7 mmol/l (48.6 mg/dl). During the night, she experienced nausea, which escalated into a seizure. It could not be determined if she was still wearing the pod at the time. After administering excessive insulin, she consumed four cartons of juice, leading to a rebound increase in bg levels to the "high" (>27.8 mmol, >500 mg/dl) range. Paramedics were called, and insulin pen therapy continued with bg monitoring via a finger-prick meter until the pediatric nurse decided to apply a new pod. The timing of the last pod applicated before hospitalization was unclear. The patient was admitted for 15 hours. The incident date is recorded as (B)(6), 2025, when the pod reportedly fell off. The patient was taken to the hospital at 4:00 am on (B)(6), 2025.